Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device was discarded.

Event description:
It was reported that an unknown abutment screw loosened. Tooth location 19.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet abutment screws, it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.